Manufacturer narrative:
(B)(4). D10. Ringloc bipolar vit e 28x51mm; item# 30302851; lot# 65502346. G2. Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that after a hip replacement the patient experienced a dislocation on unknown date and the surgeon performed the repositioning. During this, the bipolar cup and head were disassociated and approximately 1 month after the initial surgery, the patient underwent a revision surgery for this reason. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned for investigation, but pictures of the head were provided. Picture show metal transfer on the chamfer of the head and on the taper. However, due to the poor quality of the pictures, a deeper assessment cannot be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.